Event description:
A patient sustained a second degree burn approximately 3cm in diameter on the neck during thyroidoctomy procedure. The device in question was placed on surgical drapes covering the affected neck region. A topical ointment and a dressing were applied to treat the burn. The surgeon opines a short circuit of the device contributed to the event.